Manufacturer narrative:
Investigation: one photo was returned from an lot. No.9175913, cat. No. 329505. Visual examination of the returned photo was carried out and it was observed that one sample was activated and the other was unactivated. The complaint could not be confirmed hence the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact that no physical sample was returned no further investigation can be carried out.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced a safety shield failure after use. The product defect resulted in a serious injury -dirty needle stick injury to the device operator/healthcare professional. It has not been specified whether any medical intervention was sought/received as a result of the dirty needle stick injury. The following information was provided by the initial reporter: we had a staff member use a screw on hypodermic diabetic needle (30g x 5mm long dual automatic protective shield, single use hypodermic needle) on a patients insulin pen that appeared to fault after its use, resulting in the staff member getting a needle stick injury from the inside shaft of the needle. Upon closer inspection, with another hypodermic needle, it appeared that there is a safety mechanism on the inside of the needle that covers the shaft once used. In this case the safety mechanism did not activate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced a safety shield failure after use. The product defect resulted in a serious injury -dirty needle stick injury to the device operator/healthcare professional. It has not been specified whether any medical intervention was sought/received as a result of the dirty needle stick injury. The following information was provided by the initial reporter: we had a staff member use a screw on hypodermic diabetic needle (30g x 5mm long dual automatic protective shield, single use hypodermic needle) on a patients insulin pen that appeared to fault after its use, resulting in the staff member getting a needle stick injury from the inside shaft of the needle. Upon closer inspection, with another hypodermic needle, it appeared that there is a safety mechanism on the inside of the needle that covers the shaft once used. In this case the safety mechanism did not activate.